Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a detached wire. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was a detached driven ground (brown) wire from the te3 solder pad. The root cause of the detached wire cannot be positively identified but is likely assembly error. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.